Manufacturer narrative:
The unit was received at the international service center. The technician was able to duplicate the reported issue. During testing and inspection of the unit, the unit failed sst-test (error code 2142 was generated/exhalation autozero solenoid cannot open) (sst=short self test) and failure in three station solenoid (3-station solenoid) was found. Abnormality was determined to be caused by the operation after inhalation. Three station solenoid was replaced, sst-test was performed and then unit passed tests. Unit was checked overall, cleaned, run in tests, and functionally tested.

Event description:
The international customer reported that during inspection of the esprit ventilator prior to use, at around 1 minute after power on, when exhalation finished, it was found that a test bag was vibrating. There was no patient involvement associated with this event.